Manufacturer narrative:
Other serious box unchecked.

Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 54 mg/dl. Customer lost consciousness. Customer's son assisted the customer with drinking juice to address bg. Tandem technical support reviewed pump data and found that the 2pm basal rate had been changed to 9 units/hr. Customer acknowledged inadvertently changing the basal rate and corrected it. Customer required no further assistance.